Manufacturer narrative:
Aspen surgical received a medwatch report (uf/importer report # (B)(4)) indicating that "15 blade broke off and tip remained inside patient.". No death was reported. Item was in use at the end user. No sample or photographic evidence was available for evaluation. No manufacturing lot number was provided for review. Bard-parker blade tip broke off during an intramedullary nailing of the distal femur. The pieces required retrieval from the patient. No other information was received. A review of the device history record could not be completed. No lot number was provided for review. The most probable root cause could have been during the stamping or grinding process. Packaging process has established controls to mitigate broken or cracked blade condition, including a "medio" blade sensor that inspects 100% of packed pouches liner level prior to aluminum foil packaging. Also, excessive force applied by end user during surgery process could also cause blade condition. The following controls are in-place to mitigate "broken blade" condition at aspen surgical las piedras site: ¿ heat treatment in-process at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. ¿ heat treatment quality inspections at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Based on this information, no additional actions required. Device not returned.

Event description:
Aspen surgical received a medwatch report (uf/importer report # (B)(4) indicating that "15 blade broke off and tip remained inside patient." This occurred during an intramedullary nailing of the distal femur. No death was reported. Item was in use at the end user. This report was filed in our complaint handling system as complaint #(B)(4).